Event description:
The patient's omnipod 5 personal diabetes manager was reported to have melted at the charging port during charging. Furthermore, the charging cord and adapter also melted. It was reported that the device emitted smoke as well. The patient verified that they used a charging cord supplied by insulet. The device has since been replaced.

Manufacturer narrative:
The device has been returned and is pending investigation. Upon completion of the investigation results, a supplemental report will be submitted with the results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The case description states the controller started smoking while it was charging and that the controller, cable, and adapter experienced melting. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the controller found the plastic around the charging port to be warped and have more of a shiny surface finish consistent with thermal exposure. The charging cable and adapter were not returned with the controller and thus it could not be confirmed if they had thermal damage. The controller was plugged in and was able to power on and charged from 0% to 100% with no issue. No smoking or increase in temperature was noted during controller charging. Inspection of the log files show that the battery temperature stayed within operating temperature during use. No indication of the controller getting hot or having exposure to thermal energy was observed in the log files. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. Due to the transient nature of small shorts that cause these events, which often result in the elimination of the evidence due to the heat generated, no further investigation is possible or necessary. Visual inspection of the controller was sufficient to confirm the reported event however it is unknown what caused reported melting of the controller charging port, cable, and adapter.